Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had the pace sense portion of the lead surgically abandoned in 2006. The pace sense portion was replaced by a competitor's lead. In addition, the rv lead recently triggered an out of range shock impedance alert. The shock impedances were greater than 160 ohms when originally they were stable around 70-90 ohms. At this time, rv lead remains in service and the rest of the patient's system are competitor's products. No additional adverse patient effects were reported.